Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device component involved in the event: model#: sc-3138-35, serial/lot#: (B)(4), description: scs phiii ext 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that when the patient was on a permanent trial, the patient was extremely sore and could barely walk without the use of a cane. The physician did not know what to make of that and stated that there was no surgical cause. The symptoms occurred whether the device was turned on or off. It was also reported that the patient's arm and legs were fine. The lead and extensions were removed.